Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to a shorted capacitor, designated c80 on the digital pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had two icons (charge pak and attention) present on its readiness display. The customer advised physio that the device charge pak was draining at a faster than normal rate. There were no reports of patient use associated with the reported issue. Upon evaluation of the device, physio-control observed the internal hybrid layer capacitor (hlc) batteries capacity had depleted to 0. As a result, defibrillation would not be possible if it were necessary.